Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, initial interrogation revealed dashes (---) for multiple parameters and a high current drain of 74ua. The device could not be programmed, therefore it was replaced.